Manufacturer narrative:
Complaint conclusion: as reported, a 4mm x 30cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used as pre-dilation and was inflated at its nominal pressure during initial inflation. However, inflation was not complete, and it ruptured at approximately 12 atmospheres (atm). Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery which had chronic total occlusion (cto) and strong calcification, and it was thought that the event was due to the influence of the calcification. Complete inflation was confirmed under contrast after the rupture. The lesion was the superficial femoral artery. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). Non-cordis contrast media was used. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger was depressed into the syringe/indeflator when trying to inflate. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. The patient has left the hospital. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82153637 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of strong calcification and a chronic total occlusion may have contributed to the reported event as calcification is known to cause damage to balloon material. It is likely the balloon was damaged by calcification during delivery, or it may have been damaged by calcification during expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a 4mm x 30cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used as pre-dilation and was inflated at its nominal pressure during initial inflation; however, inflation was not complete and it ruptured at approximately 12 atmospheres (atm). Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery which had chronic total occlusion (cto) and strong calcification, and it was thought that the event was due to the influence of the calcification. Complete inflation was confirmed under contrast after the rupture. The lesion was the superficial femoral artery. There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). Omnipaque contrast media was used. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger was depressed into the syringe/indeflator when trying to inflate. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. The patient has left the hospital. The device will not be returned for evaluation as it was discarded.